Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening on the anterior side assessed as surgical damage and one opening on the posterior side assessed as fold flaw opening . Additional observations: ¿ brown particles observed on the fill channel. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.